Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, the device was found to be in backup vvi. A device download was performed successfully. The device remains implanted.